Event description:
It was reported that the patient received inappropriate shocks and the implantable defibrillation lead had non-physiologic oversensing and high impedance. The lead was explanted and replaced. No further patient complications were reported due to this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found. Proximal segment returned and analyzed.